Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2011 during which the surgeon noted ¿the previous mesh contracted and balled up into the hernia defect. There were extensive omental adhesions to the mesh which were taken down.¿ it was reported that the patient experienced severe pain, nausea, inflammation, adhesions, scarring, disfigurement, stress and anxiety. No additional information was provided.